Manufacturer narrative:
The investigation determined that higher than expected, vitros ipth results were obtained from a vitros ipth control and a non-vitros mas control when tested on a vitros 5600 integrated system. A definitive root cause could not be determined. The likely cause of the higher than expected ipth results is a suboptimal calibration. The cause of the suboptimal calibration could not be determined. An ortho fe performed service actions which included the replacement of the micro immunoassay metering proboscis, the reagent metering proboscis, well wash filters, the signal reagent tips and signal reagent probes. In addition the fe cleared the blocked sr vent holes and performed all associated adjustments. However, following the service actions and a calibration event the vitros ipth control results were not acceptable indicating the vitros 5600 system was not the cause of the suboptimal calibration. An ortho laboratory specialist obtained acceptable results when calibrating with fresh calibrators and vitros ipth reagent pack. An issue with the vitros ipth reagent pack and/or an issue with the vitros ipth calibrators cannot be ruled out as contributors of the event. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros ipth reagent lot 0930. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system. Ortho was unable to electronically submit mdrs from 5 july 2018 ¿ 19 july 2018.

Event description:
A customer observed higher than expected, vitros ipth results were obtained from a vitros ipth control and a non-vitros mas control when tested on a vitros 5600 integrated system. Vitros ipth quality control lot 0760, vitros ipth (pack ID (B)(4)) results 96.93 and 96.50 pg/ml versus expected vitros ipth result 70.1 pg/ml. Mas omni-immune qc lot oim20102a, vitros ipth (pack ID (B)(4)) result 123.74 pg/ml versus the expected baseline mean 76.3 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. There were no patient results reported from the laboratory. There was no allegation of patient harm. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).